Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is being filed under a separate medwatch report.

Event description:
This is being filed to report (single leaflet device attachment/slda), medical intervention, and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted restriction, annular dilatation, chronic heart failure and nyha 4 (new york heart association functional classification 4). An xtr clip was successfully deployed in the a2/p2. A second clip delivery system (ntr cds 90404u153) was advanced to the a2/p2; however, the posterior leaflet that was located lateral to the first clip became torn due to subvalvular movement prior to the second grasp. The cds was removed with the clip attached. Then a third clip (xtr 90409u293) was deployed; however, the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). An xtr clip was successfully deployed to treat the slda and tissue damage. The first xtr clip remains stable on the leaflets. Three clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. The reported patient effects of mitral valve tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. All available information was investigated and the reported tissue damage appears to be due to the challenging patient anatomy/procedural circumstances (sub valvular movement). There is no indication of a product quality issue with respect to manufacture, design or labeling.